Event description:
Healthcare professional reported rupture. The devices was explanted and will be returned. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Also, in the surface of the shell red particles. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The devices was explanted and will be returned. This relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on jul 27, 2023, with lot number 3021619. Based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on anterior side assessed as surgical damage. Additional observations: orange particles observed in the gel. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Physician reported a suspected rupture on the right side diagnosed by "diagnostic tests" and confirmed at explant. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a suspected rupture on the right side diagnosed by "diagnostic tests" and confirmed at explant. Patient's representative later reported capsular contracture baker grade unknown. Patient undergone capsulectomy. The device has been explanted and replaced with a non-allergan device.